Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, there was a lead impedance out of range alert, and there was oversensing due to non-physiologic signals/sic (sensing integrity counter). 1774 of 1822 lifetime ventricular short interval counts (sic) occurred since (B)(6) 2013. 1 non-sustained tachycardia episodes of less than 220 milliseconds v-v cycle is recorded on (B)(6) 2013. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2013. Max right ventricular (rv) pace impedance rises from an approximate baseline of 950 ohm to greater than 2800 ohm the week ending (B)(6) 2013; it then falls back to original baseline the next week.

Event description:
It was reported that there was an alert on the right ventricular (rv) lead for high pacing impedance, and several non-physiologic noise events were also recorded. The lead was possibly fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154awg implantable cardioverter defibrillator (ICD) (B)(6) 2006; 5076 implantable pacing lead (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.